Event description:
Arthroscopic surgery, right knee for the purpose of shaving chondroplasty patella, lateral tibial plateau, completion of lateral retinacular release and elmslie trillat tibial tubercle osteotomy and realignment with internal fixation. The surgeon inserted cannulated screws (unknown) and other related hardware into the patient's right knee to support the knee as the knee healed. In 2002, surgeon performed status post patella realignment and removal of hardware in right knee. In april 2003, patient had MRI and numerous pieces of hardware fragments were found throughout the right knee joint and scar tissue. It cannot be confirmed that this is a smith & nephew device.

Manufacturer narrative:
At this time, we are uncertain if this incident involved a smith & nephew device. No other information is available for this incident.